Event description:
Dr. Forgot to click t2; not used to it. Sales rep. Said that forgetting to click t2 is simply because the surgeon is still on autopilot with how to deliver t2 in the old fast-fix. There will be a learning curve with some surgeons. In this case, dr. Cut the suture free and left t2 in place.

Manufacturer narrative:
Smith & nephew, inc. Endoscopy div. Is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy div. Which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. This report does not constitute an admission that the device, smith & nephew, inc, endoscopy division, or its employees caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, smith & nephew, inc, endoscopy division, or its employees, that the report constitutes an admission that the device, smith & nephew, inc. Endoscopy div., or its employees caused or contributed to the event described in the report. The device has not been received for evaluation. (B) (4).